Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device for evaluation. Once the device is received and the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that the turbine was noisy, and the ventilator displays "low power". After about 10 minutes, the ventilator would shut off. There was no patient involvement associated with this complaint.

Manufacturer narrative:
Carefusion was able to duplicate only part of the customer's reported issue. When the ventilator was powered on, an abnormal whining noise came from the turbine assembly. Internal inspection did not reveal any abnormalities with ventilator. Carefusion was unable to duplicate the reported issue of the ventilator shutting off after about 10 minutes. All testing was performed using a good known test ac adapter. When the ventilator is plugged in with an ac adapter, the ventilator displays an amber on charge status. After a couple hours of charging, the charge status led displays a solid green. The ventilator then passed a 40 minute battery duration test.